Manufacturer narrative:
The pump was returned to animas and evaluated by product analysis on 04/02/2014 with the following findings: the display screen was dim, fading and reddish in color.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter stated that the pump was dim and difficult to read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.